Manufacturer narrative:
Product analysis: no product returned, customer discarded. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, after sheath removal there was persistent bleeding from the right iliac artery. An endovascular balloon was used and despite 10 minute occlusion there still seemed to be a small amount of bleeding. A stent was placed with excellent result and no arterial compromise or bleeding. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.